Event description:
I have developed a severe, constant cough that seems to be getting worse. Some mornings, my lungs felt inflamed. Reporting it to my doctor and trying to do everything I could think of to reduce allergies (thinking that was the problem), it wasn't helping. I learned yesterday that my CPAP machine was being recalled by philips respironics and one of the side effects was a cough. FDA safety report ID# (B)(4).